Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker suddenly had a drop on the remaining longevity from 8.5 years to 5 years. It was suspected that the battery was impacted due to sensing of atrial fibrillation (af). An engineering analysis will be done after data will be saved from the programmer. To date, the device remains in service. No adverse patient effects were reported.